Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple unexpected resets occurred. Customer's blood glucose level was not impacted. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.